Event description:
It was reported that a spectrum pump alarmed both upstream and downstream occlusions. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "'repeated upstream occlusion" was not reproduced. A review of the event history log revealed ¿upstream occlusion!¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. During functional testing, the reported problem "repeated downstream occlusions" was not reproduced. A review of the event history log revealed ¿downstream occlusion!¿ messages. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.